Event description:
A malfunction alarm on the pump was reported by the caller, with no notable events occurring prior to this issue. It was unknown if the malfunction caused any changes to the customer's blood glucose levels. Tandem technical support assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue reappeared, which the caller acknowledged and understood.